Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The persona articular surface and it's packaging was returned and visual examination of the returned part and it's packaging determined that, hair stuck to the side of the cavity and the inner cavity tyvek lid found to be peeled off. From the analytical testing services results, it was noted that the "ftir spectrum of the fiber is consistent with being of biological origin. The appearance was consistent with being hair." Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of the reported issue is attributed to be human factors issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product likely left zimmer biomet control non-conforming. Based on the confirmed presence of a hair in the package, it was concluded that it was due to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a hair found inside a poly container. The scrub tech opened the plastic container and the hair was on the side of the post, on the implant. The doctor, scrub tech and sales rep saw that the hair was in the container before it was opened. Attempts have been made and additional information on the reported event is unavailable at this time.